Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the actual infusion time was closer to 50 hours. H4: the lot was manufactured june 13-17, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible infusion issue may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was not completely deflated and approximately 15ml of fluid was remaining. The issue was noticed during patient infusion via peripherally inserted central catheter (PICC line). The expected infusion time was 46hours. The device was filled with 4500mg fluorouracil in glucose 5% having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.